Event description:
Same case as MDR ID: 2134265-2013-08628. Reportable based on analysis completed on (B)(4) 2013. It was reported that a coil became stuck within a catheter. A 2d helical 35 5x50mm coil encountered resistance while being advanced within a 4f non bsc catheter. The physician removed the coil and catheter as one unit. No patient complications were reported. The procedure was completed with another same device. However returned analysis revealed the coil protruding from the distal tip of the 4f non bsc catheter.

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: the coil was returned protruding from the distal tip of catheter. The coil was slightly stretched distally. There was blood present on the fiber bundles of the coil protruding from the distal tip of the catheter. There was blood present in the hub of the catheter. An attempt was made to retrieve the coil by gently pulling it from the catheter. The coil was retrieved without further damage. The fiber bundles were covered in blood. Dried blood was removed from the zap tip to get an accurate measurement. A microscopic inspection was performed and the apex zap tip shape and surface was smooth. The zap tip was inspected and no damage noted. The base zap tip shape and surface was smooth. The zap tip was inspected and no damage noted. The dimensions of the coil were found to be in specification. The most probable root cause is related to user issues. The dfu instructs the user to begin continuous flush before introducing the coil into the catheter. The non-performance of this maintenance step is a contributory factor in the inability to successfully deploy the coil, the coil becoming stretched and the fiber bundles detaching from the coil. (B)(4).